Event description:
4 devices with 4 different patients over multiple dates: lot# 24326fg2 --hand piece leaking; lot# 24327fg2 --handpiece leaking; lot# 24326fg2 --irrigator would not stop; do not have package insert for information.